Manufacturer narrative:
Updated fields- b4, d8, d9,g3, g6, h2, h3 ,h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the device and found that the machine is displaying an error message ¿auto fill failure¿. Checked unit & run all test passed. Checked all functions it¿s working properly. Handed over in proper working order. Unit is under observation. There was no patient involvement and no harm reported.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name: (B)(6).

Event description:
It was reported that during routine check up, the cs300 intra-aortic balloon pump (iabp) showing auto fill failure error. There was no patient involved.